Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received pump received with blank display due to moisture damage electronic assembly. Analysis was unable to verify button error alarm, unresponsive button, motor error alarm, reset anomaly due to blank display. Motor passed motor test. The insulin pump had a scratched display window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, button error, motor error and moisture damage. The customer stated the screen was moving on its own. Customer's blood glucose was unknown. The customer states the insulin pump has been exposed to moisture; perspiration. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.